Event description:
The customer contact reported the device powered off by itself with adequate response time. The patient was admitted for an unspecified reason and was undergoing a cardiac catheterization procedure. At an unspecified time, the device was programmed to deliver an unknown medication. No specific programming parameters were provided. It was reported that after an unspecified amount of time, the device alarmed for "low battery" and the device powered off by itself. It is unknown how much time elapsed between the "low battery" alarm and the device powering off. The device was removed from clinical service. A replacement device was obtained to resume therapy. There were no reported adverse patient effects and no medical interventions were implemented. During testing at the user facility, a "low battery" alarm was noted int he device history prior to the device powering off. Additionally, an "e346 distal press snsr 2" and an "n186 distal occlusion" were noted in the device history. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the information the reporter upon query by hospira personnel.